Event description:
The surgeon reported that during surgery, the bur broke. Allegedly, several parts were spread inside the knee joint. The surgeon had to search for the broken parts before removal from the joint.